Event description:
It was reported that during a procedure, the fiber started firing out of distal end of the metal cap along with the firing out of the laser aperture after approximately 9 minutes of use. The fiber had burned through end of metal cap. The fiber tip was not cleaned during the procedure. The procedure was completed utilizing a second fiber. No damage to the patient reported.